Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the moderately calcified coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for a percutaneous coronary intervention. During procedure, upon third inflation, it was noted that the balloon ruptured at 6 atmospheres. The device was removed from the patient's body and completed the procedure with a different flextome. No patient complications reported and the patient's status was good.